Event description:
Pt stated that they feel device was delivering extra insulin boluses "every so often", and their blood glucose was running low during this time. Pt self-treated low blood glucose by drinking juice. The last time the pt felt this problem happened was in november 2003.